Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 02k91-39, that has a similar product distributed in the us, list number 02k91-29.

Event description:
The customer reports that one patient sample generated an initial architect ca 19-9xr assay result of 3.7 u/l. The sample generated a result of 12.9 u/l on the lumipulse platform. The sample was retested on the architect platform and generated a result of 61.7 u/l. The sample was then tested on a different architect isystem in the lab and generated a result of 5.1 u/l. A service call was initiated. No suspect results were reported from the lab. There is no impact to patient management reported.

Manufacturer narrative:
A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. No returns were made available from the customer site for this evaluation. Therefore, accuracy testing was performed to evaluate the performance of reagent lot 71903m800 using in-house retained kits of this lot. An internal panel was used for sample. All results met specifications, indicating acceptable product performance. The architect ca 19-9xr assay package insert and the architect operations manual contain information to address the current customer issue. Based on the results of this evaluation and the information from the customer site, a product malfunction was identified as the device failed to meet performance specifications or otherwise perform as intended at the customer site. However, no systemic issue or product deficiency was identified. Use error may have contributed to the erratic/falsely results as the complaint text indicates a possible sample integrity issue.